Manufacturer narrative:
Based on the information provided, there was no allegation of an isi device malfunction that caused or contributed to the reported event. As a result, it was confirmed that the force bipolar instrument was not returned to isi for any evaluation. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure this complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted inguinal hernia repair procedure, tissue was torn after it was freed from being stuck in the wrist of a force bipolar instrument. As a result, the surgeon repaired the tissue by oversewing the torn tissue. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, a force bipolar instrument was stuck on tissue around the wrist area and the tissue allegedly tore. As a result, the surgeon repaired the tissue by oversewing the torn tissue. On 31-january-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the surgeon had informed that the force bipolar instrument¿s wrist got stuck on the peritoneum. As a result, freeing the tissue from the wrist of the force bipolar instrument, a hole was created in the peritoneum. The surgeon had to repair the hole by placing sutures. There was no allegation of an isi device malfunction that caused or contributed to the reported event. As a result, it was confirmed that the force bipolar instrument was not returned to isi for any evaluation.